Event description:
Systém nestartuje it has been reported to philips that the system would not start. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It has been identified that this complaint was opened by mistake on the incorrect system. The complaint on the correct system is recorded under philips reference number 2715579, MFR number 3003768277-2022-01339. This complaint will be closed as duplicate.